Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient stated that they were not able to connect to their implant with their controller. They first noticed this 2 days ago when they tried to connect. Patient stated they tried all the troubleshooting and it was still not working. Patient mentioned that they have lost a lot of weight and the implant was very visible and they can feel it. Patient said they have been discussing removing the implant and replacing it because it was hurting them when they were sitting down since probably about a month to two months ago. Agent reviewed connectivity issues could possibly be related to battery not sitting in the pocket correctly or likelihood of battery being depleted due to its age. The patient was redirected to their healthcare provider to further address the issue. Patient said they already called managing healthcare provider(hcp)'s office and was expecting a call back today to discuss next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.